Event description:
It was reported that the patient called to question the function of his device. He reports having chest pain and "teeth pain" at night since implant. The patient believes the pain is related to his device. He also has called to question his device settings. He reports his "rate goes up too high" and it is making him "miserable." The patient further reported that his heart rate goes up quickly when he does anything more active than sitting. He stated, "this didn't happen before I had the device in." Further follow up did not yield any additional information regarding this event. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.